Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. Root cause: a root cause has not been identified. Actions taken: no action is planned at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported multiple system messages during the procedure, as precaution the system was exchanged and the procedure was completed. No pt harm / injury was reported. Additional info was requested.